Event description:
It was reported that patient was hospitalized due to an infection.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: (B)(6) UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that patient was hospitalized due to an infection. Additional information was received that patient had an infection at the midline where wires are exposed. The patient was administered antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and will not be return.